Manufacturer narrative:
Block b3: exact date unknown, event occurred in march 2026.

Event description:
It was reported that the patient was frequently charging the implantable pulse generator (ipg) following a total knee replacement procedure. No device malfunction was suspected however, the physician used a heavy amount of electrocautery during the previous procedure. The patient's ipg was replaced and the patient was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physicians implant manual (B)(4)).